Event description:
Reportedly, intermittent loss of rf communication was encountered on 16 october 2019 with the subject rf head.

Manufacturer narrative:
Based on the analysis results, no issue is suspected on the rf head. The reported behavior could have resulted from a hardware issue at the level of the associated programmer.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200310 - file-2019-03647 - analysis_and_closure_report_resp-2020-00178.pdf].

Event description:
Reportedly, intermittent loss of rf communication was encountered on (B)(6) 2019 with the subject rf head.

Event description:
Reportedly, intermittent loss of rf communication was encountered on (B)(6) 2019 with the subject rf head.